Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider reported information regarding a patient. The healthcare provider stated that the patient has not been charging their device due to having poor coverage. The patient has not charged their device in over 3 months. It was noted that the patient¿s device was restarted, and charging was initiated. The patient¿s power on reset (por) will be cleared on (B)(6) 2016. It was noted that the patient will also have a lead revision surgery on (B)(6) 2016 in order to obtain better coverage. There are no known contributing factors that led to the patient¿s lack of good coverage. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.